Manufacturer narrative:
Battery charger: 02/2002. Battery pack: 04/2003, battery pack: 07/2003. Device evaluations of battery charger and two battery packs have been completed. The reported problem was confirmed. The cause of the unusual lights on the charger was liquid spilled into the battery well of the charger which, in turn, dripped inside the charger and onto the internal pc board, resulting in multiple short circuits. The source of the spillage cannot be positively identified but was likely an accidental spill by the pt. Both battery packs functioned normally. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger and battery packs.

Event description:
A male pt contacted lifecor customer support to report that when he placed one of his battery packs in the charger, it "flashed red and showed the battery with the slash through it icon". It also showed "the bulls eye icon flashing red". He also stated that the "green light was on as well". Support asked the pt to place his other battery pack in charger. The pt reported "exactly the same thing happens". Support had the pt check both battery's capacity by placing them into the monitor. One showed completely full, the other 3/4 full. The monitor was functioning normally with no alarming. The following morning, the pt reported, there were no problems overnight. He reported using the fully charged battery overnight. The battery that was left in the charger overnight showed 3/4 full. Support requested the pt perform a data download. No faults were evident in the downloaded data. The pt's charger and both battery packs were replaced as a precaution.